Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet user experienced elevated blood glucose after dinner, with the caregiver noting the issue began after changing supplies and that glucose subsequently started to decline. Troubleshooting and education were completed for high glucose. Symptoms included hyperglycemia peaking at 335 mg/dl. Outcomes included no reported injury and no need for medical intervention beyond monitoring. Investigation included a review of the event through troubleshooting and education focused on high glucose management. Investigation of this case revealed no confirmed device malfunction, with the cause of hyperglycemia remaining unclear given the reported supply change and observed improvement. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.